Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 5. Current weight 145 lbs. Concurrent conditions included body mass index normal and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping),"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced urinary tract disorder ("urinary problems"), migraine ("migraines"), bladder disorder ("bladder probs.") And headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed.") And female sexual dysfunction ("apareunia (inability to have sexual intercourse) "). The patient was treated with antibiotics and surgery (laparoscopic bilateral salpingectomies and ablation). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract disorder, migraine, nausea, weight increased, female sexual dysfunction, vaginal haemorrhage, bladder disorder and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Discrepancy noted in essure insertion date: (B)(6) 2011. 3 trailing coils seen on the right and 4 trailing coils on the left. As per mr- operative report date of surgery: (B)(6) 2021. Finding(s): normal-appearing uterus, tubes, and ovaries. Bilateral essure coils seen at the cornua and removed in their entirety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Essure removal details, reporters and medical history were added. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed.') In an adult female patient who had essure (batch no. 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 145 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping),"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced urinary tract disorder ("urinary problems"), migraine ("migraines"), bladder disorder ("bladder probs.") And headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse) "). The patient was treated with antibiotics and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract disorder, migraine, nausea, weight increased, female sexual dysfunction, vaginal haemorrhage, menorrhagia, bladder disorder and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs+mr received - lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), urinary problems, migraines were added. New reporter, patient information, medical history, treatment drug and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs."), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, bladder disorder, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : dysmenorrhea,dyspareunia (painful sexual intercourse pelvic/abdominal, gen. Abnorm. Bleed, bladder probs, headaches, nausea, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 145 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping),"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced urinary tract disorder ("urinary problems"), migraine ("migraines"), bladder disorder ("bladder probs.") And headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed.") And female sexual dysfunction ("apareunia (inability to have sexual intercourse) "). The patient was treated with antibiotics and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, urinary tract disorder, migraine, nausea, weight increased, female sexual dysfunction, vaginal haemorrhage, bladder disorder and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.